Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and headache. Blood glucose reading was 43 mg/dl at time of incident, treated with liquid glucose and food and blood glucose was 56 mg/dl, 70 mg/dl and 54 mg/dl. Customer stated that they were went to low at 47 mg/dl and they did a finger check and it was showing 44 mg/dl. Customer was assisted with troubleshooting for low blood glucose. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The insulin pump will not be returned for analysis.